Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (350 mg/dl) due to not delivering a bolus while snacking. A bolus via the pump was delivered to address the higher bg level and the customer's healthcare provider adjusted some of the pump settings to resolve the bg issue.